Event description:
It was reported the customer was hospitalized twice while on insulin pump therapy. The customer reported being hospitalized on (B)(6) 2014 with a blood glucose of 370 mg/dl. The customer believed insulin was not being delivered to their body. It was found the customer was developing scar tissues. Customer was able to resolve their high blood glucose by changing their site. The customer was also hospitalized on (B)(6) 2015 with a blood glucose over 300 mg/dl. It was found the customer's site was disconnected from their body while they were sleeping. Customer reported feeling sick and nauseous, leading them to be hospitalized. The customer stated they were no longer on insulin pump therapy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.